Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 16 previously reported events are included in this follow-up record. Product return status 14 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 14 reported events were confirmed. Evaluation results 14 devices were found to be affected by corrosion.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device was shedding metal debris. 14 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device was shedding metal debris. 14 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10; 16 previously reported events are included in this follow-up record. Product return status 13 devices were received. 3 device investigation types have not yet been determined. Event confirmation status 13 reported events were confirmed. Evaluation results 13 devices were found to be affected by corrosion.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 16 previously reported events are included in this follow-up record. Product return status 16 devices were received.

Event description:
This report summarizes 16 malfunction events in which the device was shedding metal debris. - 14 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 16 events were reported for this quarter. Product return status 8 devices were received. 8 device investigation types have not yet been determined. Event confirmation status 8 reported events were confirmed. Evaluation results 8 devices were found to be affected by internal corrosion. Additional information 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device was shedding metal debris. 11 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.